Manufacturer narrative:
6/12/97-supplemental report #1 submitted to FDA. The box in d9 indicating the return of the product to the MFR was incorrectly marked. Please disregard this indication as the product was not returned to the MFR for evaluation.

Event description:
During a laparoscopic cholecystectomy procedure, the safety shield did not retract during penetration. The surgeon applied another device without pt injury.